Manufacturer narrative:
The reported event of high impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed the silicone tine stretched and shifted distally over the tip electrode reducing the electrode surface area. The cause of the reported event was isolated to the reduced tip electrode surface area caused by the stretched and shifted tine which is consistent with procedural damage. We are unable to determine when the procedural damage occurred. Furthermore, a dissection of the region verified that there was adequate medical adhesive in the bond region for the tine. A device history review (DHR) was performed and it was verified that the lead passed all quality checks prior to shipping.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead revealed the silicone tine stretched and shifted distally over the tip electrode reducing the electrode surface area. The cause of the reported event was isolated to the reduced tip electrode surface area caused by the stretched and shifted tine. Dissection of the region verified that there was adequate medical adhesive in the bond region. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Abbott was unable to determine when the shifting of the tine occurred, and therefore additional root cause investigation was inconclusive.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient experienced no adverse consequences.